Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient¿s implantable cardioverter defibrillator was experiencing far p-wave oversensing of the atrium on the ventricular lead. This caused the patient to have long pauses and led to experience dizziness. Programming changes were completed to resolve the oversensing and resume appropriate pacing. Patient condition was stable.